Event description:
It was reported that during central processing, the instrument had a broken insulated cable. There was no report of patient involvement.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Additional findings not reported by site included: the instrument was found to have a broken bipolar yaw pulley. The broken piece is missing as a result of breakage. Size of the missing piece is approximately .079¿ x .162¿.the instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were .051¿ - .202 in length and were not aligned with the tube axis.